Manufacturer narrative:
Reference MFR report # 2916596-2015-00506 for the previous report of pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 1 year, 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted due to a lactate dehydrogenase (ldh) level in the 800 u/l range. Over the course of the patient's admission, the ldh level increased to the 1300 u/l range. This elevation in ldh occurred despite the patient being treated with IV anticoagulation for several weeks. The patient was initially treated with IV bivalirudin, but was switched to argatroban due to the patient developing a resistance to bivalirudin. It was reported that a gradual increase in pump power consumption was noted. The patient has a history of non-compliance with anticoagulation, leading to pump exchange due to suspected thrombus in (B)(6) 2015. Post-exchange, the patient reportedly remained compliant and was doing well. The patient's inr goal was between 2.0 and 2.5, due to previously unreported recurrent gastrointestinal (gi) bleeding resulting in admission from (B)(6) 2016. The patient was admitted and transfused with 3 units packed red blood cells (pbrcs) due to a hematocrit (hct) level of 18 g/dl. A bleeding scan was negative but an esophagogastroduodenoscopy (egd) showed three small areas that had been bleeding. Once anticoagulation was held, the bleeding stopped. These areas were cauterized. Plavix and aspirin were discontinued at the time of the event, however, in (B)(6) 2016, plavix was restarted. An echocardiogram (echo) reportedly was unremarkable, but over the course of the hospitalization, the patient demonstrated signs of right ventricular (rv) failure. A cardiac computerized tomography (CT) scan was also performed to check for thrombus within the inflow conduit and outflow graft, however, none was identified. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus.

Manufacturer narrative:
Additional information: the returned pump was evaluated and upon disassembly, a thrombus formation was found surrounding the inlet bearing cup. An additional larger thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 40 to 50 percent of the blood flow path in this location. The two thrombi appeared similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings showed areas of denaturation, were strongly adhered to the bearings, and appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, examination of the proximal side of the outlet stator revealed a small thrombus formation situated adjacent to the bearing ball and in contact with two stator blades. The deposition was not adhered to the blood contacting surfaces and lacked lamination, indicating that it did not initially form in the outlet stator. Although the origin of the thrombus could not be conclusively determined, its color and structure were similar to portions of the laminated thrombi found on the inlet bearings, suggesting that it may have originated in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombi or a duration of time for which they were present in the pump; however, they were obstructing a significant portion of the blood flow path and could have contributed to the report of elevated lactate dehydrogenase level. The thrombi could have also created increased drag on the spinning rotor, contributing to the report of increased pump power consumption. Visual examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the evaluation findings of the pump and the report of gastrointestinal bleeding and right ventricular failure could not be conclusively determined. The instructions for use lists device thrombosis, hemolysis, bleeding, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.